Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / malpositioned essure coil") in a 40 year-old female patient who had essure inserted (lot no. 676716) for female sterilisation. The patient had a medical history of paratubal cyst, nausea, low back pain, abdominal pain, parity 3, multi gravida and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4664 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2010. As per mr (B)(6) 2010. After deployment, six coils were noted. The essure device was deployed into the opposite tubal ostia. After deployment, four coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: findings: there is retrograde administration of contrast into the endometrial canal, which is in a horizontal plane. There is no extravasation of contrast from the fallopian tubes into the peritoneal cavity, suggesting bilateral fallopian tube closure. Impression: occlusion of bilateral fallopian tubes by essure coils. [Pathology test] on (B)(6) 2022: bilateral fallopian tubes: complete fallopian tubes with adjacent benign cyst. Clinical information pelvic pain, status post essure tubal ligation specimen source a bilateral fallopian tubes gross description the long tube has a 0.7 cm paratubal cyst attached to it by a thin fibrous band. There are also multiple separate pieces of pink-tan tubular tissue aggregating 1.5 x 1.5 x 0.5 cm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation. . The most recent follow-up information incorporated above includes data received on: 19-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. Event - " medical device removal updated to device dislocation". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4744 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4744 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / malpositioned essure coil") in a 40 year-old female patient who had essure inserted (lot no. 676716) for female sterilisation. The patient had a medical history of paratubal cyst, nausea, low back pain, abdominal pain, parity 3, multi gravida and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4664 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per on (B)(6) 2010, as per on (B)(6) 2010. After deployment, six coils were noted. The essure device was deployed into the opposite tubal ostia. After deployment, four coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: findings: there is retrograde administration of contrast into the endometrial canal, which is in a horizontal plane. There is no extravasation of contrast from the fallopian tubes into the peritoneal cavity, suggesting bilateral fallopian tube closure. Impression: occlusion of bilateral fallopian tubes by essure coils. [Pathology test] on (B)(6) 2022: bilateral fallopian tubes: complete fallopian tubes with adjacent benign cyst. Clinical information pelvic pain, status post essure tubal ligation specimen source a bilateral fallopian tubes gross description the long tube has a 0.7 cm paratubal cyst attached to it by a thin fibrous band. There are also multiple separate pieces of pink-tan tubular tissue aggregating 1.5 x 1.5 x 0.5 cm. Lot number:676716 manufacture date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.